Event description:
It was reported that during a photoselective vaporization of a prostate procedure, the tip of the fiber broke after 68,290 joules and 8:36 minutes of fiber use. The fiber tip was not cleaned during procedure. A second fiber was utilized to successfully complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual analysis of the fiber found that the glass cap was protruding from the end of the metal cap further than expected, indication of glue failure. The glass cap exhibits moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe debris adhesion on surface, which is indicative of tissue contact. Analysis of the returned device did not identify the as reported fiber tip break; therefore, the event cannot be confirmed. Based on the identified glass cap was protruding from the end of the metal cap due to glue failure, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is probable that the glue failure occurred due to elevated temperature near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the IFU and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as the major cause of the noted glue failure. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
The device is not available for analysis. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no evidence that the device was not used in accordance with the instructions for use. Based on the information currently available an evaluation conclusion code of cause not stablished was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of a prostate procedure, the tip of the fiber broke after 68,290 joules and 8:36 minutes of fiber use. The fiber tip was not cleaned during procedure. A second fiber was utilized to successfully complete the procedure without patient complications.

Event description:
It was reported that the tip of the fiber broke during a photoselective vaporization of a prostate procedure. A second fiber was utilized to successfully complete the procedure without patient complications.